Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was attempted via left axillary/subclavian surgical access in a 68-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During impella 5.5 insertion, the patient was administered bolus doses of heparin to achieve an activated clotting time (act) greater than 250 seconds. Subsequently, the patient became severely coagulopathic, and bleeding through the graft was observed while the introducer was in place. The patient required activation of a massive transfusion protocol. After administration of a large volume of blood products, the patient was stabilized. Despite stabilization, the impella 5.5 cannula could not be advanced into the left axillary artery due to a significant burden of vascular calcification. As a result, the procedure was aborted.

Manufacturer narrative:
The complaint coding was updated to better reflect the reported event. As a result, h6 health effect-clinical/impact and medical device problem coding was updated, corrected accordingly.

Manufacturer narrative:
Added: d3 pdi/ major bleed: the cause of the bleed was most likely patient condition since patient was extremely coagulopathic. Failure to advance: the cause of failure to advance was most likely patient condition related since patient had large amount of calcium in vessel.